Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for malignant pain. It was reported the patient's pump ran out of medication in may and the device was beeping. The patient's healthcare provider lowered their dose of dilaudid and turned off the boluses. The patient was advised to come back if they were hurting. The patient was still having pain in their abdomen, noting that this was not unexpected since the patient had a "massive reconstruction and tumor surgery" and was told it would take the patient a year and a half to recover. The contact was calling for information to use their ptm (personal therapy manager) to see how much medication was left in their pump to make sure it was working. The patient was redirected to follow-up with their healthcare provider to get the information since the ptm had been disabled.